Manufacturer narrative:
One 5.5 twinfix ultra w/needles was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The anchor has broken in above the suture eyelet. There are pieces missing from the anchor that were not returned. The clinical details were reviewed, and it was identified that the patient had hard bone and that a 4.5mm healicoil tap was used to prepare the insertion site.

Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that during a procedure, the surgeon tapped the hole for the twinfix pk anchor with the 4.5mm healicoil tap as per her preference. When she turned the anchor into the pre-tapped hole, the anchor broke in half. Another anchor was provided, the 5.5mm twinfix awl was used and the second anchor worked perfectly. There was no significant delay and no patient injuries.

Manufacturer narrative:
Additional information .

Event description:
It was reported that during a procedure, the surgeon tapped the hole for the twinfix pk anchor with the 4.5mm healicoil tap as per her preference. When she turned the anchor into the pre-tapped hole, the anchor broke in half. The pieces were removed from patient and another anchor was provided. The 5.5mm twinfix awl was used and the second anchor worked perfectly with no additional bone hole required. There was no significant delay or patient injuries.